Event description:
It was reported that the patient presented for a routine generator replacement procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited high defibrillation impedance and high capture threshold. During procedure, the lead was tested and found to have normal impedance and threshold. The lead was plugged into the new generator and left implanted. There were no patient consequences.